Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: twelve media files were provided for review. It was reported that the patient had pure aortic insufficiency. Media files show an evolut bioprosthesis that have dislodged ventricular, the waist of the valve appears to be at the level of the aortic annulus. Two snares were used to snare the valve to the ascending aorta. Subsequently, the snared valve was left in the ascending aorta and a second valve was implanted. Of note, the medtronic evolut fx system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. The safety and effectiveness of the bioprosthesis for aortic valve replacement have not been evaluated in the following patient populations: patients who do not meet the criteria for symptomatic severe native aortic stenosis as defined below: symptomatic severe high-gradient aortic stenosis: aortic valve area =1.0 cm2 or aortic valve area index =0.6 cm2 /m2, a mean aortic valve gradient =40 mmhg, or a peak aortic-jet velocity =4.0 m/s. Updated a.4 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID evolutr-29 (serial: (B)(6), product type: 0195-heart valves; implant date (B)(6) 2024, product ID l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system (cls) product ID d-evolutfx-2329; product lot/serial number unknown; product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (j114635), the patient had pure aortic insufficiency (ai) in their native aortic valve. The valve was implanted in a low position at a depth of 12mm, but with good hemodynamic function. No interference with the mitral valve was observed. Mild-moderate paravalvular leak (pvl) was present, and the patient had a diastolic blood pressure of about 80mmhg. Three weeks after the implant, the patient returned to hospital with lung edema, declining kidney function and increasing pulmonary artery (pa) pressure. Evaluation showed that the valve had migrated further down into the left ventricle, causing mitral stenosis and moderate paravalvular leak (pvl). The valve was snared in the ascending aorta with two snares. A new valve (j076857) was implanted in good position at about 3-4mm depth with the outflow part fixating the first valve (j114635). The patient recovered with great hemodynamic results. Mild paravalvular leak (pvl) and good left ventricle function were observed. No additional adverse patient effects were reported.

Event description:
Additional information was received. That an echocardiogram confirmed, the valve migrated. Per the physician, the patient had no calcification. And pure aortic insufficiency with an aneurysm in the ascending aorta that contributed to the migration. The valve was implanted in a slightly low position without any paravalvular leak (pvl) or interference with the mitral valve. After the valve was released, the physician evaluated, the result as good. However, the valve migrated deeper post implant and caused moderate pvl with interference with the mitral valve.

Manufacturer narrative:
Concomitant medical products: product ID: evolutr-29, (serial#: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2024, product ID: l-evolutfx-2329; product lot/serial number #:(B)(6), product type: compression loading system (cls), product ID: d-evolutfx-2329; product lot/serial number#: (B)(6), product type: delivery catheter system (dcs). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.